Event description:
It was reported that the patient presented to the hospital with the sign of infection. The infection was identified by drainage and scab over the pocket site. The physician explanted the whole system, pacemaker, right ventricular (rv) and right atrial (ra) leads. The old pacemaker and the rv lead were replaced with a single chamber pacemaker system on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.